Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the left flank near the ipg site. The patient has been using lidocaine patches at the area.

Event description:
It was reported that the patient was experiencing pain at the left flank near the ipg site. The patient has been using lidocaine patches at the area. Additional information was received that the patient had difficulty charging the ipg due to location of the ipg. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device will not be returned as it was kept by the medical facility.